Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date the incident sample has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a hysterectomy the jaws of the device could not be reopened while applied to tissue. It is unk how the device was removed from the tissue. There was no injury to the pt.